Event description:
A customer reported a problem with the footswitch during a cataract extraction procedure. The procedure was completed using the extracapsular technique with no harm to the pt. Add¿l info has been requested.

Manufacturer narrative:
The facility did not request service; however a new footswitch was sent to the customer. There was no sample returned for eval and no add¿l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any add¿l related reports for this footswitch or system. The root cause of the reported event was attributed to a nonconforming footswitch. (B)(4).